Manufacturer narrative:
Failure analysis noted that the pump had a blank display due broken interface board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was unknown. The customer's mother stated that they replaced the battery and the battery had been out of the pump for several hours but the pump still had no power. She was advised that the battery cap will be replaced first and if the display does not return they will arrange for the replacement pump. She called back and stated that the display did not return even with the new battery cap. Troubleshooting did not resolve the issue. The display did not return. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.